Event description:
It was reported that the 9800 system had a collimator irris potentiometer error message prior to a case. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the service call. A follow up report will be filed when add'l details become available.